Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 235-300 mg/dl and during bolus delivery, an occlusion alarm occurred. Pump system check with tandem technical support could not determine cause of occlusion. Customer changed out the infusion set and insulin delivery was resumed.